Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was unable to charge their implantable neurostimulator (ins). They had been trying to charge the stimulator, and thought there was possibly a problem with the recharger antenna. The patient did not know if the problem was with the recharger antenna or the stimulator itself. The patient met with a manufacturer representative (rep) today and the rep told them if the replacement antenna did not resolve the issue then the problem was with the ins. The patient stated the recharger says the antenna cannot be read with a reposition antenna screen. The patient tried to do a recharge and none of that was working. The patient noted the patient programmer was doing the same thing, and the programmer noted there was no battery and no charge. The patient stated stim was last felt in (B)(6) 2017 and the last successful recharge was around (B)(6) 2017. The patient said they set up an appointment with their healthcare provider (hcp) due to the recharging issues.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor or no telemetry with recharging. The patient reported that there was a poor communication screen. The patient reported that they were unable to connect with the recharger or patient programmer. The patient stated that they left a message for the manufacturer's representative (rep) and they called back and left a voicemail to call patient services. The patient reported that when they crank up the stimulation too high it irritates the nerves and hurt their legs badly. This would lead to the patient turning stimulation off for a few days and then turn it back on, but they would still feel the sensation for a few days after turning the device off. Patient stated that they saw the healthcare provider (hcp) and was told to call the rep. The patient saw a reposition antenna screen and poor communication screen while attempting to troubleshoot. Patient services reviewed that the ins was possibly in overdischarge stated. It was reviewed that the patient needs to recharge even when they are not using the therapy. The rep reported that they had not been contacted by the patient about meeting. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that an overdischarge had occurred. The rep stated that communication could not be established with either the ins recharger (insr) or the patient programmer (pp). It was unknown when the last successful recharge session was. The caller reported that they performed on physician recharge mode (prm) in the clinic with the patient. They stated that the patient went home and performed 3-4 back-to-back sessions on their own. The caller reported that the patient wanted a replacement ins but the insurance would not cover it. No further complications were reported.